Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm. The power management tool confirmed pump error alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump error alarm alarmed during self test and confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The customer was advised to clear the alarm. The customer was assisted in resolving the alarm. The customer stated that the power error alarm recurred. The insulin pump was returned for analysis.